Event description:
It was reported the surgeon suspected internal pin had broken based on x-ray images. Explanted rod, and will return for evaluation. Tracking number (B)(4).

Manufacturer narrative:
A visual inspection of the returned rod was observed to be partially distracted with score marks on the distraction rod. An inspection of the x-ray images were reviewed confirming the pin break. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.

Event description:
It was reported that allegedly the surgeon suspected internal pin had broken based on x-ray images. The surgeon explanted the magec rod without incident.